Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. Reportedly, the customer did not believe the hospitalization was related to the pump; however, a suspected cause was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event, with no response received from the customer.